Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to exit block. The patient was not pacemaker dependent and had an intrinsic rhythm. There was an increase in pacing thresholds noted and an x-ray taken did not show any difference in the system from implant until now. It was noted that when the physician introduced a wire into this right ventricular (rv) lead brown liquid came out. There was also the same type of liquid at the header of the device. The system was explanted and replaced. There was no evidence of an infection. No adverse patient effects were reported. The system will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in both atrial seal plugs and the ventricular distal seal plug. Further inspection of the header found body fluid contamination in the right ventricular seal plug slit but not the right atrial seal plug. The header of the device passed pin gage testing. This verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. All setscrews moved freely in both directions. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis noted that the hole in the rv seal plug caused the blood/body fluid contamination to enter into the rv seal plug cavity and lead barrel.